Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu to rtos (real time operating system) cpu cable, gpos (general purpose operating system) cpu assembly, sata drive cable and hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.